Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. The physician deployed a 2.5x23mm non-bsc stent in the lesion at 12atms. The physician then re-inserted the guide wire in the diagonal branch through a stent strut and then advanced the 2.5x20mm maverick2 balloon into the stent and inflated it to 12tms for a few seconds on the first inflation and it ruptured. There were no pt complications. The device was removed from the pt intact. The procedure was successfully completed with another 2.5x20mm maverick balloon. Pt status is reported as "good".